Manufacturer narrative:
(B)(4). Batch # t5d89t. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload no loaded in the device. The reload was received void of staples, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advanced. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples met the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an anterior resection procedure, the doctor used stapler and half fired, hard to remove reload. Initially clarified with the surgeon, he explained that it felt ok but that the staples did not fire. Rep does not believe it cut as he said he opened a second device which worked perfectly. There was no adverse event to patient.